Event description:
Medics were monitoring a 48 year old male pt. After approximately "a few "minutes the unit's monitor screen went blank. They printed a strip and it showed the pt to be in normal sinus rhythm. The medics truned the unit off and then on again, but the unit's monitor screen display did not reappear. The medics continued to monitor the pt's rhythm by printing strips. There was no adverse effect on the pt.